Event description:
A 2.0mm diameter x 15mm sprinter legend rapid exchange (rx) was inflated in the lcx exhibiting 100% stenosis. No issues were noted during preparation and inspection of the relevant device prior to use; however, it was reported that it took longer than usual to inflate the balloon. Also, the balloon did not fully deflate. The device was removed without difficulty from the pt and a competitor's product was used instead. No health hazard was caused to the pt and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval, results: no root cause of the event can be determined based on info available. Eval summary: there was no evidence of damage to the hoop and no resistance felt upon removal of the device. The device was slightly wavy most likely as a result of handling. A clear residue was present inside the inflation lumen. The balloon bond was stretched. The balloon was partially inflated. No further damage noted.